Event description:
Reference MFR. Report#: 3006705815-2019-02012. It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed the leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 where both leads were explanted and replaced. Issue resolved.